Event description:
It was reported that a minicap leaked. This occurred during set up of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.